Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that on the night of (B)(6) 2010 at 10:00pm she tested her blood glucose and obtained a 336 mg/dl and took 12 units of levemir based on the meter reading. The patient then went to bed and the following morning, the patient had fallen unconscious and her husband was unsuccessful in waking her up around 4:30 am. The patient's husband did not attempt to test her blood glucose or even attempt to treat the patient. The husband contacted the paramedics. When the paramedics arrived the patient's blood glucose was 32 mg/dl. Paramedics treated the patient with glucose and at an unspecified time later the patient regained consciousness. The patient refused to go to the hospital and did not want to answer any further medical questions for mss. The meter was replaced. It would have been helpful to know what the patient's blood glucose reading was prior to the paramedic's leaving. The complaint is being reported since the patient alleged that she took insulin based on the elevated reading and the following morning developed symptoms and had to receive medical intervention by ems for a blood glucose of 32 mg/dl on the paramedic's meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.